Event description:
It was reported that a catheter issue occurred. The opticross18 imaging catheter was advanced over a 0.014 thruway guidewire for ultrasound examination of the mildly calcified and mildly tortuous target lesion. Part way through imaging, the catheter wrapped on the wire and stopped working. The wire and catheter had to be removed together. The procedure was completed with another of the same device. There were no patient complications.

Manufacturer narrative:
The device was returned for analysis. Visual and microscopic inspection revealed the imaging window twisted and detached in the distal section, visual inspection revealed kinks in the telescope and imaging window assembly.

Event description:
It was reported that a catheter issue occurred. The opticross18 imaging catheter was advanced over a 0.014 thruway guidewire for ultrasound examination of the mildly calcified and mildly tortuous target lesion. Part way through imaging, the catheter wrapped on the wire and stopped working. The wire and catheter had to be removed together. The procedure was completed with another of the same device. There were no patient complications.